Event description:
The customer reported that a spo2 alarm silenced itself on the intellivue mx800 patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that a spo2 alarm silenced itself on the intellivue mx800 patient monitor. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.